Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The green light has gone out and they keep getting a message saying that the batteries need replacing. The batteries don¿t actually expire until october 2022. No patient involvement.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 9th june 2018. Upon receipt, the device was failing self-tests due to an rtc error. Further investigation revealed that the -ve leg of the coin cell had broken off, which had removed the cell from circuit and resulted in rtc errors. The user would have been alerted with ¿warning, device service required¿ prompts and the reported fault of no status led, as the coin cell powers the status led logic circuitry. With the coin cell replaced, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Information from the history log shows the device had performed to specification up to the 8th december 2019, therefore it is assumed that the coin cell had become detached after this date. Due to the nature of how the coin cell leg had broken off the component, i.e. -ve solder joint still intact, the coin cell had likely become detached due to impact. However, the investigation was unable to verify this by other means, as there was no visible damage to the outer case. The additional reported fault low battery prompts could not be confirmed. No low battery prompts were issued during investigation with the returned pad-pak installed, and there were no low battery fails or other evidence within the memory logs that the device had issued a low battery warning. It is therefore assumed that the user had interpreted the ¿warning, device service required¿ prompts as low battery warnings. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 360p.

Event description:
The green light has gone out and they keep getting a message saying that the batteries need replacing. The batteries don¿t actually expire until october 2022 . No patient involvement.